Event description:
There was an allegation of questionable igg-2 tina-quant igg gen.2 results for 2 patient cerebrospinal fluid samples on a cobas 6000 c501 module. For sample 1, the initial igg-2 result was 32.68 (33) mg/l accompanied by an invalidating data flag. The sample was auto-repeated at a reduced volume and the result was 26.68 (27) mg/l. The sample was repeated again and the result was 32.60 mg/l. The sample was repeated a third time and the result was 32.01 mg/l accompanied by an invalidating data flag. The sample was auto-repeated at a reduced volume and the result was 22.42 mg/l. For sample 2, the initial igg-2 result was 29 mg/l accompanied by an invalidating data flag. The sample was auto-repeated at a reduced volume and the result was 23 mg/l. The sample was repeated and the result was 29 mg/l accompanied by an invalidating data flag. The sample was auto-repeated at a reduced volume and the result was 31 mg/l.

Manufacturer narrative:
The igg reagent lot number is 791214. The expiration date was not provided. The field service engineer (fse) replaced and adjusted three ultrasonic mixers, replaced and adjusted the sample probe and gear pump head, performed a cuvette check and cleaned the sample line. After service, no further issues were observed. The service maintenance actions performed by the fse resolved the issue. The specific cause of the event could not be determined.